Event description:
It was reported that a user experienced severe hyperglycemia with a reported blood glucose of approximately 550 mg/dl while unable to use the ilet due to missing connectors and with no available ilet supplies; the user also reported a large abdominal abscess attributed to reusing supplies and was advised to contact a healthcare professional or seek emergency care. Symptoms included hyperglycemia. Outcomes included the need for medical attention. Investigation included internal clinical review and case triage with repeated outreach to encourage medical evaluation. Investigation of this case revealed no device function could be assessed because the ilet was not in use and supplies were unavailable, and the event was associated with cause unclear hyperglycemia in the setting of reported site infection and supply reuse. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.